Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were going through disposable underwear ¿like tissue paper¿/their symptoms returned and they did not feel stimulation. The patient noted the onset of this was sudden. The patient noted they called ¿over the weekend¿ and left a message saying their unit didn¿t work. While on the call the patient connected to the programmer and it showed ins was on and the patient was at 1.4 v. The patient then increased to 1.8 v and confirmed they now felt stimulation. The patient was going to monitor symptoms and increase if needed. There were no further complications reported.

Manufacturer narrative:
Disregard prior evaluation code method that was sent in the previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they have been having difficulties with their bladder stimulator and that it was going ¿berserk,¿ it seemed like it was not working at all. It was not warning them when they have to go. The patient mentioned they have been having to wear disposable underwear and they have gone through 3 pair today alone. The patient reported that these symptoms were getting expensive and embarrassing. While on the call the patient checked their stimulation which showed that it was on and they felt the stimulation in the bike seat area. The patient stated they were on p2 at 3.9v and they successfully changed to p3 at 4.6v. The patient confirmed that stimulation was comfortable and in the correct location. The patient was advised to review any directions previously provided by the health care physician (hcp). The patient was going to monitor symptoms now that a change had been made and they would follow up with the hcp if it didn¿t resolve. The patient stated this started in 2019, a month to six weeks ago. The patient also rereported previously reported issues. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient was requesting assistance with adjusting their therapy as they had been ¿flooding disposable underwear like mad.¿ the patient mentioned they had misplaced their book for using their programmer. While on the call, the patient synced with their programmer and it showed that stimulation was on at 2.3 v on program 2. The patient noted they could feel stimulation in the correct bike seat area. The patient increased stimulation to 3.2 v where they felt stimulation strong but comfortable. The patient noted this started two weeks ago and mentioned they had a backache that could kill a horse. A new manual and quick guide were sent to the patient. There were no further complications reported/anticipated.